Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-62639.

Event description:
It was reported that the customer was hospitalized with low blood glucose. It is unclear when this occurred and the event may have been documented already. At the time of reporting the hospitalization, the customer's blood glucose was 300 mg/dl. The customer treated with a shot. Troubleshooting was performed for the high blood glucose, there were no findings, the high pressure test was performed and passed, and the customer was advised the insulin pump was working as designed. Nothing further reported.